Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient said that four days ago, they went to charge ins "and when it got to 50 percent it just stalled there" so they took a break from charging and then were able to charge up to 100 percent. Pt said that night, they found that "my nerves were like overstimulated like they were on fire from my waist down it was painful, and I couldn't sleep unless I was almost in a sitting position". Pt says "it has been painful until today and right now I am at the therapist". Pt says that right now the pain is gone, but they still feel a lot of stimulation. Pt doesn't know if they accidentally changed the settings or what they did. They said yesterday they noticed that the ins battery was down to 30 percent, and normally they can go a whole week in between charging. Reviewed that if pt turned stimulation up a lot, that could explain the ins battery depleting as fast as it did, and the intense stimulation the patient feels. Pt says that they do not currently have controller with them but will call pats back when they get home. Reviewed that if patient gets home after pats closes, they can turn stimulation down, or off so they don't have to feel the intense stimulation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.